Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in a ureteral stent replacement procedure. According to the complainant, "the physician experienced resistance when inserting the stent through the guidewire." The stent was then withdrawn and the pigtail on the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the proximal end of the stent detached. The detached fragment was returned. The suture was also returned and remained attached and entangled around the proximal end of the stent. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in a ureteral stent replacement procedure. According to the complainant, "the physician experienced resistance when inserting the stent through the guidewire." The stent was then withdrawn and the pigtail on the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."